Event description:
Four cases in 48 hours of blood tubing spike puncturing blood bag, causing units of blood to be wasted. Lab felt that bags were "thinner" and are contacting heartland blood to see if there has been recent change in their bags.